Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's mother was advised to reset bluetooth, uninstall g5 application, reset smart device, re-install g5 application, and re-pair the transmitter which was successful; connection was established. No additional patient or event information is available.